Event description:
During an initial implant procedure on (B)(6) 2026, it was reported that the lead dislodged. Additionally, it was noted that the lead's helix failed to retract. The patient was stable throughout the procedure. Further information was requested but not received.